Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had vaginal bleeding. Essure was removed approximately 4 years after insertion. She also reported right achilles tendon rupture when rising from bed 5 months after calcaneus surgery, right achilles tendon graft to regain some mobility, right shoulder tendon disintegration. Vaginal bleeding is an anticipated event in the reference safety information for essure. The other events are unanticipated. Vaginal bleeding is common and may have multiple causes. This case was reported via lay press with limited information. The exact temporal relationship between vaginal bleeding onset and essure insertion was not specified. Consumer's medical history and concurrent conditions were not mentioned. Given the nature of this event and lack of alternative explanation, causality with essure cannot be excluded. Risk factors for tendon rupture include use of fluoroquinolones (consumer reported having urinary tract infection which is commonly treated with this antibiotic) and genetic susceptibility. In this case she also had a previous calcaneus surgery which could have contributed to the right achilles tendon rupture. Given the nature of the events. Right shoulder tendon disintegration, right achilles tendon rupture when rising from bed 5 months after calcaneus surgery, and right achilles tendon graft to regain some mobility, and considering the local effect of essure in the fallopian tubes, causality was excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This spontaneous case was reported by a consumer via journalist ((B)(6)) and describes the occurrence of vaginal haemorrhage ("vaginal bleeding"), tendon graft ("right achilles tendon graft to regain some mobility"), rotator cuff syndrome ("right shoulder tendon disintegration") and tendon rupture ("right achilles tendon rupture when rising from bed 5 months after calcaneus surgery") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included general anesthesia (for essure insertion). On (B)(6) 2013, the patient started essure. In 2013, the patient experienced fatigue ("constant very severe fatigue that prevented patient from getting up"). On an unknown date, the patient experienced vaginal haemorrhage (serious criteria medically significant and clinically significant/intervention required), tendon graft (serious criterion medically significant), rotator cuff syndrome (serious criterion medically significant) with limb discomfort and musculoskeletal pain, tendon rupture (serious criterion disability) with tendon pain, foot operation ("surgery to shave down calcaneus"), dizziness ("dizziness"), renal pain ("kidney pain"), vision blurred ("foggy vision") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (ablation of implants on unknown date between (B)(6) 2016. Devices were removed.) And physical therapy (heavy treatments and injections for shoulder problems). Essure was withdrawn. At the time of the report, the vaginal haemorrhage, tendon graft, rotator cuff syndrome, tendon rupture, foot operation, fatigue, dizziness, renal pain, vision blurred and urinary tract infection outcome was unknown. The reporter considered vaginal haemorrhage, tendon graft, rotator cuff syndrome, tendon rupture, foot operation, fatigue, dizziness, renal pain, vision blurred and urinary tract infection to be related to essure. Diagnostic results: all seemed fine at 3-month follow-up after insertion CT scans, mris for shoulder pain - result not provided. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had vaginal bleeding. Essure was removed approximately 4 years after insertion. She also reported right achilles tendon rupture when rising from bed 5 months after calcaneus surgery, right achilles tendon graft to regain some mobility, right shoulder tendon disintegration. Vaginal bleeding is an anticipated event in the reference safety information for essure. The other events are unanticipated. Vaginal bleeding in women is common and may have multiple causes. This case was reported via lay press with limited information. The exact temporal relationship between vaginal bleeding onset and essure insertion was not specified. Consumer's medical history and concurrent conditions were not mentioned. Given the nature of this event and lack of alternative explanation, causality with essure cannot be excluded. Risk factors for tendon rupture include use of fluoroquinolones (consumer reported having urinary tract infection which is commonly treated with this antibiotic) and genetic susceptibility. In this case she also had a previous calcaneus surgery which could have contributed to the right achilles tendon rupture. Given the nature of the events right shoulder tendon disintegration, right achilles tendon rupture when rising from bed 5 months after calcaneus surgery, and right achilles tendon graft to regain some mobility, and considering the local effect of essure in the fallopian tubes, causality was excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected.